Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek performa meter serial number (B)(4). At 3:20 p.m., a sample from the patient was tested using the meter, resulting in a glucose value of 245 mg/dl. The patient was feeling shaking, so the doctor requested an hba1c test for the patient. Within 8 minutes, the hba1c test came back normal. At 3:31 p.m., a sample from the patient was tested using the meter, resulting in a glucose value of 129 mg/dl. At 3:33 p.m., a sample from the patient was tested using the meter, resulting in a glucose value of 90 mg/dl. The reporter stated the patient recently had a spray tan and it was on her hands during time of sample collection. Controls tested on the meter on the day of the event were within range. The customer continued to run controls on the meter until (B)(6) 2022 and all controls passed.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The meter and test strips were returned for investigation. The test strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There was no obvious reagent discoloration. Investigation of the test strips is ongoing. The returned meter was tested using retention test strips and retention controls. Returned meter testing results: control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl. Results: level 1: 45 mg/dl, 45 mg/dl, 43 mg/dl. Level 2: 301 mg/dl, 303 mg/dl, 305 mg/dl. On a regular basis, accu-chek performa strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
Upon further investigation of the returned test strips, the test strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There was no obvious reagent discoloration. Testing was performed using glycolyzed blood and was within specifications. The vial integrity of the returned vial was tested and passed. As the primary packaging seal was acceptable for the returned vial, there is evidence to support that the returned product was appropriately sealed.